Event description:
Initially it was reported that in the presence of the clinical specialist, a nurse proceeded to assemble the cusa excel 23 khz straight handpiece correctly in the two torques. However, during the procedure, the handpiece was overtorqued. Additional request for information was sent and on 07sep2017, the following was received by the customer: on august (date, year unspecified), a (B)(6) female was ongoing a liver surgery procedure. The cusa torqued base unit was used when assembling and disassembling the handpiece. The product ID of the tip used was microtip. The product was not being used on the patient when the event occurred of handpiece was overtorqued. Event occurred at the beginning of the surgery while preparing all the equipment. There was no patient harm, injury or death alleged. There was no revision/medical intervention required. There was no user harm or injury reported. There was a delay in surgery reported like 1 hour. No patient adverse consequence because of the surgical delay.

Manufacturer narrative:
Investigation completed 09/26/2017. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: nov-2016 a minimum of 12 month review of cusa excel handpieces part number c2602 was completed using the following key words alignment issue and over-torqued by the user. This review encompassed dates (B)(6) 2016 to (B)(6) 2017. There were 35 complaints contained in the search criteria. (B)(4). The reported failure was confirmed. It was identified the handpiece was over-torqued; cracked housing.